Event description:
Hosp staff responded to a code blue, pt condition not reported. Reportedly, when the device was powered on in an attempt to monitor the pt, the display showed only comas across the screen. The device was plugged into ac power at the time, and both batteries showed discard. The pt was not resuscitated. The reporter stated device operation did not cause or contribute the pt's outcome. The reporter's opinion was based on an assessment of the pt's lack of viability.